Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a severe hypoglycemic event with a blood glucose of 23 mg/dl after receiving a dinner meal bolus while the device¿s adaptive basal had adjusted to prior inconsistent meal announcements, and the caregiver administered gvoke; the patient did not experience loss of consciousness and was able to self-treat. Symptoms included hypoglycemia. Outcomes included the need for rescue therapy without hospitalization. Investigation included complaint intake, user education and troubleshooting, and plans for a factory reset. Investigation of this case revealed user-related factors, including inconsistent meal announcements and an unusually high meal bolus relative to typical dosing, which likely contributed to excessive insulin delivery. It was concluded that the event was consistent with hypoglycemia associated with use error in meal announcement and bolus estimation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.